Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 350 mg/dl for an estimated three hours after changing pump supplies, with no alarms reported and use of a steel cannula infusion set (contact detach). Symptoms included nausea and moderate ketones. Outcomes included monitoring per a ketone action plan, no use of backup therapy, and no need for professional medical intervention. Investigation included customer interview and troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.